Event description:
It was reported that the right ventricular lead was fractured and had high impedance greater than 3000 ohms, which led to inappropriate shocks. The lead was explanted and replaced. The atrial lead was damaged by electrocautery, so it was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned where it was discovered that the distal conductor was fractured. The inner tubing was kinked/buckled and the helix was bent/distorted, which is suspected to be due to the explant procedure. The outer overlay tubing had blood/body fluid at various locations throughout the lead; had cosmetic environmental stress cracks (esc); and breach due to being cut. The outer insulation had cosmetic depression near the connector. There was blood/body fluid in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position. (B)(4) the full lead was returned and no anomalies were found. The outer insulation was melted and there was blood/body fluid in/on the helix mechanism. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.